Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Hospital did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the hospital responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories in (B)(4) rev d. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Received a complaint from (B)(6): "explant of lap-band secondary to possible port site infection."